Event description:
Material #301035. Batch #4228297, 4214927, 4190330, 4190341, 4190352. Verbatim: rcc received a complaint via email. Issue was observed with prints not being legible on syringes of pbs part# ic00912. Both the graduation lines and numeric numbers printed on the surface of the syringes are not readable.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Batch: 4228297. Batch creation date: 2024-08-15. Batch expiration date: 2029-07-31. Full UDI: (B)(4). Batch: 4214927. Batch creation date: 2024-08-01. Batch expiration date: 2029-07-31. Full UDI: (B)(4). Batch: 4190330. Batch creation date: 2024-07-08. Batch expiration date: 2029-06-30. Full UDI: (B)(4). Batch: 4190341. Batch creation date: 2024-07-08. Batch expiration date: 2029-06-30. Full UDI: (B)(4). Batch: 4190352. Batch creation date: 2024-07-08. Batch expiration date: 2029-06-30. Full UDI: (B)(4).

Manufacturer narrative:
(B)(4) follow up. It was reported print was not legible on syringes. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. In the photo there are sixteen syringes. Eight of the syringes have an incomplete '50ml.' The additional incomplete lines of the graduation scale are considered an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 301035, lots 4228297, 4214927, 4190330, 4190341, 4190352, 4190266, 3333373, 4190268, 4190315 and 4190271. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.